Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received inaccurate sensor readings. It was reported that sensor read 88 while customer was at 44 mg/dl. It was also reported that sound on insulin pump is not loud enough for customer. No further information provided.